Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Event description:
Additional information received identified the ipg was explanted and replaced on (B)(6) 2017. Therapy has been restored postoperatively. It was also reported in the mean time the patient also underwent for some surgery due to unrelated health issue ( vascular issue).

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient¿s ipg was unable to establish communication with external devices. Troubleshooting was tried to no avail. The patient underwent surgical intervention to explant the ipg. Explant date and the details of the surgery is unknown at this time.